Event description:
It was reported, that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected product has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Manufacturer narrative:
Correction: b4 & reportable aware date (g3) for supplemental MDR 567152 to be: (B)(6) 2021. Reportable aware date (g3) for initial MDR, 541162 to be: (B)(6) 2021.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 21may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 21may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (no power to keypad). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.